Manufacturer narrative:
This device is not marketed in the u.s. The device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Patient code: (B)(4)- no code available: secondary surgical intervention, repositioning, lens exchange. Method code: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -16.5/+3.5/120 diopter, in the patient's right eye (od) on (B)(6) 2008. Lens rotation not associated to a low vault was observed and the lens was repositioned. The lens was exchanged on (B)(6) 2016 for longer lens of a different model and diopter. The problem was resolved.